Event description:
A caller reported a problem with the touchscreen not responding, as the pump screen was frozen and unresponsive to inputs. There was no reported adverse impact to customer's blood glucose level. Technical support provided instructions for a complete pump reset, which was performed by the caller, resulting in restored functionality of the pump screen.